Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-08819. It was reported the pt had inadequate pain coverage and was experiencing uncomfortable stimulation in the incorrect location. No further info is available at this time.